Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that within a few days after implant, there was a lead perforation causing a pericardial effusion. The lead was repositioned with incident using a trans-esophageal echocardiogram (tee). The lead remains in use and no further patient complications have been reported as a result of this event.